Manufacturer narrative:
Bioprosthetic tissue valves can deteriorate with time and eventually fail contributing to regurgitation and/or stenosis. Structural valve deterioration (svd) is the most common reason for bioprostheses explants and encompasses multiple failure modes, including calcification, non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes may occur singularly or concomitantly. Alternatively, nonstructural dysfunction (nsvd) may also play a role in the development of valvular stenosis. The root cause of this event cannot be conclusively determined with the available information. However, the stenosis in this case was most likely impacted by the progression of the patient¿s underlying valvular disease pathology with or without structural valve deterioration and/or nonstructural dysfunction. The subject device is not available for evaluation, as it remains implanted in the patient. The device history record (DHR) was not reviewed as the reported event does not allege a malfunction that could be related to an edwards manufacturing deficiency and/or one was not confirmed through investigation. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
It was reported that this patient with a 29mm bioprosthetic mitral valve, implanted for 15 years and eight (8) months, underwent a valve-in-valve procedure due to severe mitral stenosis. The tmvr was performed with a 29mm edwards transcatheter heart valve. The valve appeared to be coaxial and in good position. Transesophageal echocardiogram (tee) was performed, which revealed only mild perivalvular mitral regurgitation. There was no significant gradient across the mitral valve estimated at 3 mmhg mean gradient. The patient tolerated the procedure well without apparent complication. The patient was returned to his room in good condition.